Event description:
The (B) (6) has been at the facility and made the complainant aware of this case. On (B) (6) 2007, the primary PICC line was placed. The pt went into pulmonary arrest immediately after the PICC line was placed in the superior vena cava. The pt was resuscitated from a pulseless electrical activity and the line remained (B) (6) without further complications.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.